Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified narcotic on line a at a rate of 5ml/hr. The solutions infusiong on the other 2 lines were not identified. It was reported that in 22 hours, 200ml had infused on line a from an expected 110ml. The customer stated that the pt was intubated and sedated prior to the overdelivery. There was no reported harm to the pt. No medical interventions were required. Though requested, no further information was available.